Event description:
Pt scheduled for left eye cataract surgery with intraocular lens (iol). Procedure converted to anterior vitrectomy intra-op for repair of posterior chamber tear. Initially planned iol not implanted at this time. Initial centurion machine did not work correctly when trying to repair the tear, surgery delayed until machine could be switched out and vitrectomy completed. 2ndary implant placed after repair.